Event description:
It was reported that prior to the start of a podiatry case, the saw began running intermittently. There was no reported patient or user injury, and the procedure was completed successfully with another device. After being taken out of service the technician reported that the device was also overheating.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the reported conditions of the device running intermittently and also overheating during usage could not be confirmed. Based on the investigation details, the saw's rotor bearings were replaced as part of preventive maintenance. Service did a clean, lube and adjust to the device, and it was returned to the customer.